Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a flow-limiting (classification d) dissection occurred post-atherectomy. The target lesions were located in the sfa and peroneal arteries. They were tasc classification c, 200mm in length, 80% stenotic, and minimally calcified. The physician used a stealth solid crown 1.50mm for 5 runs: 2 at low speed for 30sec each, 2 at medium speed for 30sec each, and 1 at high speed for 30sec for a total run time of 2min, 30sec. Post-intervention stenosis = 10%. He then treated via angioplasty with a 4x200 pta balloon at 3atms for 3mins with post-angio residual stenosis of 5%. No other lesions were treated during this procedure. A flow-limiting, classification d dissection was noted in the pop artery, which was resolved in the lab via stent placement. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4).